Manufacturer narrative:
This report is submitted july 4, 2018.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2018, due to an unconfirmed device problem. It is unknown whether the patient was reimplanted with another device, as of the date of this report.